Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Short description occlusion alarm. No more detailed information for the moment, have sent an e-mail to customer. When did the incident occur? During use per follow up received: what pump was being used? Bd ¿ cc guardrails, ref: 8003tig01-g what medication was used propofol in one case and noradrenaline 1ml + nacl 9mg/ml 49ml in another, not sure about the rest. Was there any damage noted on the device? Tested, no faults found. How long was the infusion set for and approximately when did the occlusion alarm occur? Not sure. Frequently, if the infusjion stopped because of alarms you could start it again and it could run for 5 seconds, 5 minutes before giving the occlusion alarm again, or it would run though the wanted infusion without more problems. No patient was harmed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: annex a code updated to more accurately reflect reported malfunction. Device evaluation: two samples were provided to our quality team for investigation. Upon visual inspection, no damage or other defects were observed on the device and the plunger moved without issue. A device history review was performed for reported lot 2406106, no deviations or non-conformances related to this issue were identified during the manufacturing process. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content tests are conducted for each lot to evaluate plunger movement. Results for the reported lot were reviewed and no issues were identified; all production and quality processes were carried out normally. Retained samples of lot 2406106 were used for additional evaluation. The product was visually inspected, no damaged or molding defects were observed, the plunger moved properly along the barrel, and silicone content and breakout force testing verified product met required specifications. The retuned sample underwent the same evaluations and all product was verified to meet required limits. Based on the available information we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.